Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left lobectomy, the stapler was able to fire the first time but not anymore after the second firing. Some parts of the staple formation were also poorly formed. There was no patient injury.